Event description:
During a coronary stent procedure, the physician experienced difficulty crossing the lesion. While attempting to retract the delivery/stent device it became stuck in the lesion. The physician was able to free the delivery/stent device from the lesion, however, it became stuck again when retracted back to the guide catheter. The enrire system was removed. Upon removal it was noted that the stent was missing. The physician was unable to locate the stent under fluoro and it remains in the patient. Patient status is listed as "okay".